Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the fluid around the pump/fluid in the pocket was a suspected seroma and was documented superficial to the baclofen pump. It was noted chronic seromas over the pumps were not uncommon and likely post-operative occurrences. The pump and catheter were replaced on 2019-oct-18. Regarding the current status of the device/devices it was noted the pump was working properly per interrogation and titration was ongoing. Additional information was also received on 2019-nov-11 from an hcp indicated on (B)(6) 2019 the expected residual volume (erv) was 5mls and actual residual volume (arv) was 10mls. A dye study performed on (B)(6) 2019 showed potential blocking at the catheter tip and the patient had a neurosurgery consult for this. Regarding the cause of the volume discrepancies it was noted they ordered the dye study because of this. The patient¿s refill date was (B)(6) 2019 and dye study was (B)(6) 2019. The patient¿s next refill date was (B)(6) 2020. The patient¿s weight was 64.5 kilograms on (B)(6) 2019. Medical notes were also provided from (B)(6) 2019, date of analysis and refill. The patient¿s pre-operative diagnosis was spastic diplegic cerebral palsy and spasticity. The patient was in for a refill, reprogramming of an implanted intrathecal infusion pump and at that time the patient was receiving intrathecal baclofen 2000 mcg/ml at 759.7 mcg/day in flex mode. The volume discrepancy reported above was noted (erv was 5mls and arv was 10mls) and the pump was refilled successfully. The plan was to continue to note mild recurrent volumatic excess of itb residual volume aspirated from estimated (>4mls) with persisting seroma over the pump. The patient continued to deny symptoms of baclofen withdrawal or significant changes in spasticity and preferred not to change the dosage after refill. It was noted given the persistently higher than expected aspiration volumes, and no significant clinical changes in spasticity; the hcp asked the patient to be mindful of potential sequela of baclofen withdrawal including increased spasticity and to contact the hcp at once if change occurred. The patient called the hcp on (B)(6) 2019 after his pump refill as he had been irritated and had a lack of motivation which was different for him. It was noted during his recent visit for pump refill the hcp asked him to call if he experienced any of these as withdrawal from the pump before refill had been more than expected. On (B)(6) 2019 the hcp called the patient regarding persistent symptoms likely related to baclofen withdrawal and asked if he initiate oral baclofen 10mg 4 times daily for now. The hcp ordered an intrathecal back from pump dye study. The patient was very interested in a neurosurgery consult as he was convinced that his pump was malfunctioning and would like it replaced as soon as possible. The neurosurgery referral was made. The patient would follow-up with the hcp consistently for potential oral baclofen titration pending clinical symptoms. The patient was taking oral baclofen at that time and felt better, but believed his pump was not working correctly. The pump and catheter were replaced on (B)(6) 2019 and the spasticity and symptoms of withdrawal resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 8709, lot# l62629, implanted: (B)(6) 1999, explanted: (B)(6) 2019, product type: catheter. D6: conclusion code 67 applies to the pump and catheter. Conclusion code 22 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709, lot# l62629, implanted: (B)(6) 1999 and product type: catheter. Correction: the patient code (B)(6) was not previously applied in error. The conclusion code 22 pertains to the pump. The previously applied conclusion code 67 remains applicable to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient was diagnosed with a catheter kink and today (B)(6) 2019 he was having the catheter revised. The hcp was considering what dose to start the patient on. It was indicated as having been about a month since the symptom started. It was reviewed that this was a medical decision but did speak to lack of therapy and being naive to the drug.

Event description:
On 2020-jan-03, additional information was received from the manufacturer representative (rep). Clarification was requested regarding the patient's belief that the pump was not working correctly. The hcp stated, "catheter was not working". The cause of the catheter kink was not determined. The status of the pump was unknown. The status of the catheter was, "probably discarded, could not fully remove". Medical records were provided from (B)(6) appointment, (B)(6) appointment and (B)(6) appointment. (B)(6) appointment notes reported fluoroscopic guided baclofen pump check. Clinical history of spasticity, cerebral palsy and baclofen pump failure. The patient's abdomen over the baclofen pump was prepped and draped in the usual fashion. 2% lidocaine was used for local anesthesia. An access needle was advanced under fluoroscopic guidance into baclofen pump. Two ccs of yellow fluid was then aspirated uneventfully. Spot images of the catheter course were obtained. The tip of the catheter is noted to be at the t10 level. The catheter was then injected with 10 cc of isovue 200 contrast. This resulted in delayed opacification of the thoracic thecal sac. There was some notable resistance and injecting the catheter. Most of the contrast was noted along the distal tip of the catheter without free extravasation into the csf space. There is no contrast extravasation outside the confines of the catheter. No kink or catheter discontinuity identified. The impression section was cut off, but stated, "1. Intact baclofen catheter. There is, however, resistance to injection of the contrast material with post of the contrast localized around the distal tip of the catheter. Irregular contrast outline of the¿¿" no further notes from this appointment provided. (B)(6) 2019 appointment notes describe the implantation/replacement of the intrathecal/epidural drug infusion device - programmable pump with catheter replacement. The indication for operative procedure stated, "¿.pump malfunction most suspicious for intrathecal catheter tip granuloma vs adhesions based on ir dye study with poor extravasation of dye from catheter tip". Description and findings of operative procedure stated; patient was consented prior to procedure all were in agreement. Patient was taken to the operating room where general anesthesia was accomplished by the anesthesia service. We request the use of perioperative antibiotics and sequential compression device. Patient was turned in the left lateral decubitus position and held in place with a beanbag. All pressure pointes were appropriately padded. The prior incisions were noted and infiltrated with lidocaine. Patient was then prepped and draped in the usual fashion. The posterior incision was initially opened and dissection was done down with monopolar to the prior catheter. The locking mechanism was then removed. Using c arm and fluoroscopy guidance to assess the movement of the intrathecal catheter we attempted to remove the thecal catheter with gentle traction. Unfortunately the catheter did not move. We increased our amount of dissection and then attempted again. This again was unsuccessful. Repeated attempts did not demonstrate any loosening of the intrathecal catheter therefore the decision was made not to remove the intrathecal catheter to avoid potential damage to the spinal cord. The orphan catheter was tied off with 2 ethibonds and then cut at the level of the lamina. No csf was noted to be coming from the catheter with valsalva maneuver. The opening for this dissection was then closed in multiple layers up to the level of the fascia with ethibond. At this point, we turned our attention to the extension catheter as well as the baclofen pump. The abdominal incision was opening using 10 blade as well as monopolar cautery. The battery was exposed as well as the coils of the extension catheter. The extension catheter was then pulled from the back incision to the abdominal incision with a silk attached to return the subsequent catheter placed in the thecal sac. At this point, the new intrathecal catheter was inserted a the l2-3 level using a spinal needle. Good csf return was noted. Using fluoroscopy and counting levels up, we confirmed the tip of the catheter was ap proximately at the t6 position. The internal stylet was removed and the spinal needle was removed. At this point, the distal portion of the intrathecal catheter was tunneled to the abdominal incision using the previously noted silk tie. An appropriate amount of catheter was cut before connection to the baclofen pump connector catheter. This portion was then given to the rep to ensure appropriate dosing. The intrathecal catheter was then connected to the extension catheter which was then connected to the baclofen pump. All connections were confirmed to be solid. At this point, we turned our attention to closure. Incisions were irrigated with antibiotic containing solution. The posterior incision was closed with a combination of vicryl and monocryl on skin. The anterior incision was noted to have a large eschar which was concerning for good wound healing. We therefore removed the eschar and enlarged the pocket to the pump slightly more medial. We further undermined the fatty tissue in order to create a loose apposition approximately skin edges. We initially closed the prior scar layer with 0 vicryl. Prior to complete closure we infiltrated the pocket with gu irrigant. At this point, we closed the superficial layers with 2-0 vicryl. We further closed skin with a 3-0 monocryl. Abdominal binder was then placed. All incisions were dressed with bacitracin xeroform telfa and tegaderm. The patient tolerated the procedure well. He was taken to pacu for recovery. He will be telemetry status.

Manufacturer narrative:
Continuation of d11: product ID 8709 lot# l62629 implanted: (B)(6) 1999 explanted: (B)(6) 2019 product type catheter. H6; device code c53269 no longer applies to this event. Patient codes have been updated to include c62946. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 correction: the previously applied method code 4117 was replaced with 4114. The method code 4114 is applicable to both the pump and catheter component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l62629, implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: l62629, ubd: 22-mar-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 760 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported that on (B)(6) 2019 the patient had a pump refill and a pump volume discrepancy occurred where the actual reservoir volume (arv) was greater the expected reservoir volume (erv). It was noted that arv was 10 ml and erv was 2 to 3 ml. It was further noted that at the previous refill to this there was also a volume discrepancy of 3 to 5 ml under-infusion; the physician did not have theexact numbers. The date of the event was described as 2019. The date (B)(6) 2019 is considered an approximate date of event (year known only). With this volume discrepancy, the patient was feeling tired, was anxious, and appeared to be having withdrawal symptoms. A catheter access port (cap) dye study was performed and that was negative. The physician was unsure when the dye study was done. The physician had checked the pump logs and there were no alarms. The physician stated that the patient¿s family wanted the pump replaced and do not want another cap dye study performed. The physician planned to check the records and call the patients family back to discuss seeing a surgeon. No further patient complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019. It was reported that the patient was feeling underdosed lately and there had been large discrepancies at refills per the patient. They had been upping the patient's baclofen over the last several refills and the patient was not getting the relief they used to. The last discrepancy was 8-10ml. A new hcp took over the patient's care and a catheter dye study was performed showing a "fibrous sheath" around the tip of the catheter. The physician was able to aspirate from the catheter, and it was noted that the aspirate was yellow in color. The physician then proceeded to fill the catheter to perform the study. Dye was seen coming out the end of the catheter, but it appeared to hang up around the tip. The patient also had a fluid pocket around the pump that had been drained a few times prior as well. An interventionalist was going to talk to the managing physician about replacing the catheter, and the patient was also reaching end of life (eol) in 2020-jan on their current pump. There were no environmental, external, or patient factors that may have led or contributed to the issue and it was noted that the issue was unresolved at the time of report. It was further noted that the patient was also taking oral baclofen at an unknown dose, and gablofen was in the tablet when the pump was interrogated but the representative was not at the refill to confirm if this was still accurate. The representative did run logs and they appeared to be normal with no issues. Additional information was received from the rep on 2019-sep-26. It was reported that the date if the catheter revision had not been reported. The return of the catheter will be up to the surgeon, ¿if they wish to remove it we can send it back.¿ the interventionist said there was a fibrous sheath. No further information has been made available.